Manufacturer narrative:
Concomitant product(s): product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a mode switch occurred and far field r-wave (ffrw) oversensing was observed. It was further reported there were high atrial thresholds. Reprogramming was performed and outputs were adjusted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.